Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an "adverse event and product problem" rather than just an "adverse event" as previously reported due to the report of an incomplete staple line that failed a leak test, which could potentially be related to a product problem. Corrected information can be found in the following fields: b1 updated from "adverse event" to "adverse event and product problem".

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Isi has not received the stapler 45 instrument or the blue stapler 45 reload associated with this complaint. However, site history has confirmed that the stapler 45 instrument has been used in subsequent procedures with no issues reported. A review of system logs for system sk1165 with a procedure date of (B)(6) 2020, confirmed a stapler 45 instrument (pn # 470298-14 /lot # t10190926-0064) was used during this procedure. The stapler 45 instrument has 50 lives . The alleged event occurred on the 24th use of the instrument. The stapler 45 instrument has been used in subsequent procedures with no further issues reported. The stapler 45 instrument used a white reload, followed by 5 blue stapler 45 reloads, and then 2 white stapler 45 reloads. While there were no clamp or firing failures, the last blue stapler 45 reload did have 3 aborted clamps. This does not indicate a problem with the stapler 45 instrument or stapler 45 reload. No images or videos were shared for the event. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgeon alleged that after the use of a stapler 45 instrument, he encountered an incomplete staple line that failed a leak test. As a result, the surgeon reportedly oversewed to complete the gastrojejunal anastomosis. However, the cause of the customer reported failure modes is unknown. Follow-up was attempted, but the patient information was either unknown, unavailable or not provided. The expiration date is not applicable. The product is not implantable.

Event description:
It was initially reported that during a da vinci-assisted gastric bypass surgical procedure, the surgeon used a suture to oversew the staple line. The procedure was completed robotically. On 30-june-2020 and 09-jul-2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr stated that the surgeon reported the following incident to him. The surgeon had fired the stapler 45 instrument with a blue stapler 45 reload for the gastrojejunal anastomosis. It was reported that at the end of the procedure, the leak test failed on the gastrojejunal anastomosis. An incomplete staple formation was identified on the distal part of the staple line. There was no unapproximated tissue, per se, it was more like malformed staples causing the incomplete staple line. The surgeon then had to oversew the staple line to resolve the issues. The surgeon thought that the staple line issue was probably his error and not a problem with the stapler 45 instrument or its reload. The following were confirmed: there were no system generated errors, no buttress material was used, no obstruction such as clips, staples, no tissue calcification, no tissue bunching, and no clamping issues. However, it was reported that there could have been marginal tissue tension. There are no photographic images or videos available for review. It was reported that the site was unwilling to provide patient demographics details.